Manufacturer narrative:
(B)(6). Date of report: 06aug2019. The manufacturer¿s international service technician confirmed the reported cosmetic issue and replaced the flow sensor assembly to address the reported problem. The part was returned to the manufacturer for investigation: it was determined physical damage resulted in the manifold oxygen inlet filter threads to be stripped. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. (B)(6).

Event description:
During periodic maintenance, the manufacturer¿s international service technician discovered that the connection port of the oxygen filter was not molded correctly. There was no patient involvement.